Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 2.1 cm in size and located in the right middle lobe on the pleura. Imaging modalities included c-arm fluoroscopy and radial ebus. The physician believed the pneumothorax occurred because it was a difficult lesion to biopsy and that he may have "went a little too far." The procedure was completed without issues with the ion procedure. The patient was hospitalized for a few days and then discharged home. The diagnosis obtained from pathology was non-diagnostic.